Event description:
During the laparoscopic hysterectomy procedure, the 5mm ligasure was opened for hemostatic control. Faculty was scrubbed in and using the device, when it stopped working. A new ligasure was opened, as the non-working device was removed from the field and given to the charge nurse. Faculty, the surgical team and charge nurse were made aware. The medical device that stopped working was: ligasure 5mm blunt tip, ref. # lf1637, lot # 60220112x, exp. 01/2021.